Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the optical check was ok; showed signs of normal wear. The casing was produced in 2012. The push-button was loose. The investigation has revealed that the push-button was not stuck; there were no traces of glue visible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the silver button on the bottom of the battery chasing fell off during an operation. This is report 1 of 2 for (B)(4).